Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a revision surgery and placement of a new lead, the physician aborted placing the new lead due to possible adhesions which prevented steering the lead cephalad. Effective coverage was provided with an existing lead.